Event description:
Bleeding inside of mouth (mouth haemorrhage). Scratch and pinched inside of mouth (mouth injury). Back of brush head broke within days of use (device breakage). Case description: a male consumer reported he used an oral-b power/power toothbrush - rechargeable with oral-b brushheads, version unknown which broke within days of use and resulted in the brushhead scratching and pinching the inside of his mouth which bled. No further information was provided.

Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.